Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2017.

Event description:
It was reported that prior to having shoulder surgery using cautery the implantable pulse generator (ipg) was programmed into a safety mode. A post procedure interrogation revealed lead impedance warnings for both the right atrial (ra) and right ventricular (rv) leads. The ra lead was noted to have low impedance and the rv was noted to have high impedance. The ipg was reprogrammed back to the original settings and the leads measured normal impedances. Both leads remain in use. No patient complications have been reported as a result of this event.